Manufacturer narrative:
Date sent: 11/17/1998. H6: the applier was rec'd with dried body fluids in the cartridge assembly and with the feedbar bonded to the applier floor. The feedbar and floor were damaged after bonding and being cycled again. Briefly swishing the applier with saline between uses will reduce the occurrence of this incident. Ligaclip multiple clip applier: based upon the inquiry info rec'd and the visual examination, it appears that dried body fluids adhered the feedbar to the applier floor. The next time the applier was cycled, the feedbar and the floor became damaged. The applier was rec'd with dried body fluids in the cartridge assembly and with the feedbar bonded to the applier floor and with the feedbar and the floor damaged after bonding and being cycled again. No functional testing could be performed due to the physical condition of the applier. Briefly swishing the applier with saline between uses will reduce the occurrence of this incident. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
It was reported by the representative the device was used during a nephrectomy procedure. It was reported that during the procedure the surgeon indicated the clip applier was prematurely releasing the clips. This caused improperly formed clips and the instrument to jam. A new instrument was opened to finish the case. There was no consequence to the pt.